Manufacturer narrative:
One device was returned for evaluation. The device was visually evaluated and some burnishing was observed at the base and tip of the device. The device was functionally tested via hand rotation and no issues were identified. The device was dimensional evaluated and confirmed to meet specification. The device was confirmed to meet all manufacturing specifications, and no issues were noted with the manufacture of the device. The burnishing evident on the shaft of the device indicates that an axial load was placed on the device that resulted in a misalignment of the inner and outer tube. Per the device IFU excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly. After the evaluation the root cause for the reported incident was found to be user error. (B)(4).

Event description:
During a right acl knee scope, it was reported that there were metal shavings that were removed. The site used a back-up to continue. The sheds were suctioned out. There was no reported delay, patient injury or complication.